Manufacturer narrative:
Failure analysis revealed that no moisture damage was found on the electronic, motor, vibrator or battery tube assemblies during visual inspection. No unexpected display anomaly noted during testing. The device was received with intermittent button response due to corrosion on the keypad traces. No button error alarms noted during testing. The device had cracked case on the lcd display window corners, minor scratches on the lcd display window, cracks on the battery tube threads, cracks on the reservoir tube, lip, and window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on her insulin pump, after the customer's cousin was wet and sat on her lap. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 130 mg/dl. Nothing further was reported.